Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 1) 5.1 inr/3.7 inr; 2) 5.4 inr/3.3 inr; 3) 2.9 inr/1.8 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.